Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in a severely tortuous and severely calcified left popliteal artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for about 40 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was good.